Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system had frozen screen. The customer reported the station was frozen during surgery and was trying to get medication, but the screen frozen suddenly. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system had frozen screen. The customer reported the station was frozen during surgery and was trying to get medication, but the screen frozen suddenly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was needed to check due to a performance issue. A technical support specialist ran group policy updates, followed by running the system file checker and successfully correcting corrupted files. The checker was run once more to confirm there were no corrupted files found. Speed & duplex was updated from auto negotiation to 100 mbps half duplex. Finally, the medapp was repaired, and the system was rebooted. The system functioned as intended after the technical support specialist troubleshot the device.